Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead was inspected and the silicone insulation appeared to be bunched at the proximal end of the lead. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned without the anchoring sleeve. The introducer insertion test was performed, result was passed. The entire length of the lead body was passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.